Manufacturer narrative:
Results: there is damage to the distal end of the catheter. Measuring from the distal tip there is an ovalization between 3.8 and 4.7 cm, a stretched segment from 5.5 to 8.7 cm, and several zones of compression damage at 8.7 to 10.2 cm and 12.8 to 13.8 cm. The region between 5.5 and 8.7 cm shows a break in the outer polymer layer and the support coil pitch was increased in this region. A 0.070" mandrel was introduced into the hub and advanced distally. Friction was noted starting at approx 15 cm from the tip and forward progress stopped 9.0 cm from the distal tip (measured length). The catheter is non-functional. Conclusion: the complaint identified the inability of the neuron to pass through the shuttle sheath. The damage seen is consistent with this report. If the neuron was ovalized before the physician attempted to insert it into the sheath, the neuron may have become jammed causing the compression damage. When the physician went to remove the neuron, there would have been resistance due to the ovalization which likely caused the stretching and eventual break in the catheter shaft. The cause of the initial ovalization is unk but may have occurred due to user handling. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician attempted to use the penumbra neuron delivery catheter 070, but it would not advance through the shuttle sheath. Another neuron was used successfully.